Event description:
The customer stated that in 2008, at 12:58 pm, a nurse was in front of the central and noticed a vtach event that occurred at bed ICU, but there was no alarm. Pt has a rhythm that was switching rapidly from vtach to svt.

Manufacturer narrative:
The customer stated that in '08 at 12:58 pm, a nurse was in front of the central station and noticed a vtach event that occurred, but there was no alarm. Pt has a rhythm that was switching rapidly from vtach to svt. Recording strips and alarm logs were recovered from the customer's site and were sent back to the division for analysis. The recording strip, as well as the alarm logs, showed that a rapid heart rate event occurred at 12:52 pm, and was silenced by the user. The recording strip also showed another rapid heart rate event that occurred at 12:58 pm, but there was no alarm logged. The alarm logs show that the next vtach alarm for that bed occurred at 1:06 pm. At approx 8 days later, a meeting was held with a philips senior clinical specialist (cs) to discuss the recording stirps that were received from the customer. The cs examined the recording strips and considered that the vtach alarm criteria is based on two sub-criteria. The first is heart rate, and the second is the run rate. The run rate and the heart rate on the recording strip where there was no vtach alarm were slower than those on the strip where the vtach alarm was generated. Since the customer setting at the time for the vtach rate is unknown, the cs conclusion was that the delay in generating a vtach alarm was until 11:06pm due to the slower heart rate and run rate. The monitor is currently in use at the customer's site. This data does not support that a malfunction occurred. No other calls were logged and no further investigation or action is warranted.